Manufacturer narrative:
A ge healthcare service representative replaced the canister to resolve the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: a ge healthcare service representative replaced the canister to resolve the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that during the pre-use check, a leak resulting in the inability to ventilate was found. There was no report of patient involvement.